Event description:
It was reported that the generator displays error code 1 when powered on. The generator was not involved in a case when the error occurred. There was no patient contact.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and replaced the main pcb to correct the issue of "the generator displays error 1 when powered on." After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.